Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual examination of the device noted that the distal conductor was distorted, the distal conductor was fractured and there was blood in/on the helix/lobe mechanism. After cleaning out the torque chamber, the helix could be retracted and extended.

Event description:
It was reported that during the implant attempt, the lead was replaced 4 times in the rv; then the screw wouldn't unscrew anymore. The lead was replaced. There were no patient complications reported as a result of this event.